Event description:
It was reported the subject device had an error code 229.there were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in distal end found damaged, outer tube had a dent. Video cable was broken, hence error b32 occurred. Heater cable broken, therefore heating function was not given properly. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the overall degradation of the device could have led to the original malfunction, nevertheless direct cause not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.